Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) over 600 mg/dl with nausea, headache, and symptoms of dehydration associated with an intermittent power and inaccurate delivery issue. It was reported that the battery compartment was cracked and the battery cap would not secure properly to the pump. Reportedly, the patient discontinued the insulin pump, but did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery cap was never changed. It is stated in the user¿s manual that the cap be changed every three to six months. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power and an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple unexplained pump reboots observed in the black box history: on (B)(4) 2014 at 15:27; deliveries never resumed, on (B)(4) 2014 at 01:15; deliveries resumed at 08:15, on (B)(4) 2014 after a replace battery alarm at 05:00; deliveries resumed (B)(4) 2014, on (B)(4) 2014 at 18:23 there was a replace cartridge alarm recorded; deliveries resumed (B)(4) 2014, and on (B)(4) 2014 at 22:19 there was a replace battery alarm followed by multiple pump reboots; deliveries resumed on (B)(4) 2014. The battery compartment was cracked. The battery and cartridge caps were not returned with the pump. A new test battery cap fully attached to the pump and was used to complete a 24 hour duration test. There were no pump reboots duplicated during testing. The total daily doses added up correctly. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump cover was removed and there was no evidence of internal moisture or damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.